Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis dfc system. During a procedure and movement of the c-arm, the upper radiation protection lever was extended fully and out to the top. The lever fell onto someone's foot. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. An individual "user error" was determined as the relevant root cause triggered by a collision. It is the operator's responsibility to avoid collision during operation. The radiation shield was exchanged. The event is not considered a product failure or malfunction.